Manufacturer narrative:
This follow-up report is being submitted to relay additional information and corrections. It was identified the information previously provided was for a different patient who was treated at the same hospital.

Event description:
It was via the receipt of operative records the patient had increasing pain symptoms. It was identified the plate in the area c6 was broken and dislocated. In the area of the c5 the screws are partially torn out, the plate is not broken. In the area of the c3 rib, there is rib mobility although the plate is intact so there is a potential risk of dislocation; therefore the plate was removed. Since the c4 plate osteosynthesis appears intact, it is left in situ. The plates and screws were removed and all were stabilized with stracos system. Diagnosis: spontaneous disruption of plate osteosynthesis. Operative stabilization of the series of rib fractures left. Fracture of the plateleft. Unstable thorax . Series of rib fractures with four and more ribs left. Soft tissue damage grade 111 with closed fracture or left. Dislocation thorax. Operation: re-thoracotomy, removal of broken plate osteosynthesis in the area c6, c5 and c3 ribs with osteosynthesis replacement with stracos system.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Pre-operative and post-operative images were provided and reviewed. Pre-operative CT scans dated (B)(6) 2017 identified left side single rib fractures in a linear pattern on ribs 1, 3, 4, 5, 6, and 7. Possible right side rib 2 fracture. Post-operative a-p chest x-ray dated (B)(6) 2017 identified ribfix blu plates implanted left side ribs 3-6 (r3-6), posterior-most screw r6 may not be fully seated and locked. Posterior placement of plate on r6 slightly raised off cutaneous surface of rib. R7 fracture displaced and not plated. X-rays dated (B)(6) 2017 identified singular r6 ribfix blu plate fracture. R5 posterior-most 2 screws backed out of the plate and are free in the body (6 additional screws remain in the r5 plate). CT scan dated (B)(6) 2017 identified poor reduction of r3 fracture ends resulting in a gap. Poor reduction and alignment of r4 fracture ends resulting in plate deviating from centerline of rib on both fracture ends. Remaining 2 posterior screws in plate on r5 have pulled out of the bone but continue to be locked in plate. A-p chest x-ray dated (B)(6) 2017 identified ribfix blu plates on r3, r5, and r6 removed and replaced with stracos clips. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Medical product: biomet microfixation ribfix blu 8 hole straight plate catalog #: 76-2601 lot #: ni. This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs. The product identity of the screws could not be confirmed due to the products not being returned. The product identity of the plates were confirmed through provided x-rays and scans. A review of the reports show that the patient had a chest tube in place indicating that the patient was on a respiratory device. It was also indicated that the patient may have had an active infection and developed a high-grade hemothorax in the thoracic vicinity. It was also indicated embolization of the splenic artery in advance in the splenic lesion. Surgical intervention was performed for the correction of these conditions. A review of the provided x-rays and scans show that two screws had backed out of the plate and two screws had pulled out of the bone but still remained locked in the plate on rib r5. The broken implant was removed along with two additional plates (one additional 76-2603 and one 76-2601) and the associated screws (22 screws in total). The review suggested that the implanting surgery may have resulted in inadequate approximation of the patients fractures. The instructions for use (IFU) for these parts states in the section titled warnings: internal fixation devices aid the surgeon in the alignment and stabilization of bone in the chest wall for fixation of fractures and reconstructive procedures. While these devices are generally successful in attaining these goals, they cannot be expected to replace normal healthy bone or withstand the unsupported stress placed upon the device by full load bearing. Internal fixation devices are internal splints, or load sharing devices that align the fracture until normal healing occurs. 7. Adequately instruct the patient. Postoperative care is important...the patient is to be instructed in the use of external supports and braces that are intended to immobilize the site of the fracture or other non-union and limit load bearing. The patient is to be made fully aware and warned that the device does not replace normal healthy bone, and that the device can break, bend or be damaged as a result of stress, activity, load bearing or inadequate bone healing. The patient is to be made aware and warned of general surgical risks, complications, possible adverse effects, and to follow the instructions of the treating physician. The patient is to be advised of the need for regular postoperative follow-up examination as long as the device remains implanted. The IFU for this product states in the section titled possible adverse effects: 3. Migration, bending, fracture or loosening of the implant. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Investigation results concluded that the reported event was due to multiple patient conditions and poor approximation of the patients fractures. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following fields were corrected: therapy date: corrected from (B)(6) 2017 to (B)(6) 2017. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00291.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following fields were corrected: date of event was corrected from (B)(6) 2017, this is the date of the radiographs in the patient's medical records. The following fields were updated: patient identifier (in confidence), date of birth, patient sex, date of this report, describe event or problem, relevant tests/laboratory data, including dates, other relevant history, date received by manufacturer, type of report and follow-up number, follow-up type, additional narratives/data.

Event description:
It was reported in the patient's medical records which included operative reports that a revision was performed four days after the radiograph confirmed the broken plate. The revision was reported in reports 0001032347-2018-00077, 0001032347-2018-00078, 0001032347-2018-00079, and 0001032347-2018-00080.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Foreign country: (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the hospital's lawyer will not allow the release of the product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the implantation of the plate for rib fixation in the original procedure was "normal", however a post operative x-ray showed a broken 16-hole plate. Reoperation was discussed. It was reported the broken plate is still in place, however communication was received that the "x-rays and broken implant are in the surgeon's office." Attempts have been made for clarification and no further information has been provided as the lawyer of the hospital will not permit the hospital to disclose the requested information. The surgeon does not report any harm/ injury to the patient. No additional patient consequences were reported.